Event description:
Complainant alleged that during a routine shift check by a clinician the device did not have display. Complainant indicated that there was no pt involvement in the reported malfunction.